Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 5 months. Manufacturer's investigation conclusion: the pump was returned assembled with the pump cable intact. The modular cable was returned properly attached to the pump cable. The sealed outflow graft and outflow graft bend relief were returned attached to the pump cover outlet port. The apical cuff was returned and engaged with the cuff lock. Of note, an additional manufacturer¿s pacemaker was returned with the pump. A very thin layer of pink tissue-like ingrowth was found adhered along proximal edge of the inflow cannula. Although a specific cause for its development could not be conclusively determined, the tissue was well adhered to the textured blood-contacting surface and was minimally obstructive to the blood flow path, suggesting that it was unlikely to have contributed to a functional or flow issue. Upon disassembly of the returned pump, examination of the textured blood-contacting surface of the pump cover revealed depositions of tissue admixed with clotted blood. The depositions found in the pump appeared to have developed as the result of poor surface washing due to a low flow event or an interruption in flow through the pump; however, a specific cause for the low flow event cannot be conclusively determined. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The returned modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the had been was recently discharged after extensive hospital stay from (B)(6) 2018 until (B)(6) 2018 for elective laparoscopic appendectomy. During that hospital stay, the patient was diagnosed with moderately differentiated adenocarcinoma with concern for peritoneal carcinomatosis. The patient presented on (B)(6) 2018 with nausea and abdominal pain, with leukocytosis to 30. The patient did not have c.difficile infection; however, was empirically treated for it. A CT abdomen revealed enhancing mass concerning for malignancy as observed before. Hematology-oncology were consulted and stated palliative chemotherapy and prognosis of six months. The patient developed hypoxic respiratory failure overnight and antibiotics were broadened. It is possible that the patient aspirated as he was coughing while taking pills the morning earlier. The patient and his family did not wish for intubation. The patient¿s code status was converted to dnr/dni, confirmed with the family. The following morning the patient was breathing comfortably on non-re-breather mask. The patient expired peacefully in his sleep with family surrounding. The death was not believed to be related to the device as his last recorded numbers were, speed 5400, flow 4.7, power 3.7, index 2.9 while connected to the power module. The patient was not on any inotropes at the time of death. The investigation of the returned lvad, identified thrombus. This report is being submitted to report the investigation findings.